Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2016 with the following findings: the audio bolus button was observed to be damaged/punctured. The audio bolus button was found to respond appropriately. The complaint of the under-responsive bolus button was not duplicated during testing. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.